Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had continuous complaints of cyclical withdrawal symptoms. The patient was referred to a hcp to have the pump replaced. It was noted the symptoms had been over the last approximate 6 months when the battery end of life was still appropriate.